Manufacturer narrative:
No patient information provided. No patient injury reported. The product was not returned for evaluation. The 3m implemented a new dehp free material to enhance the material properties on all 3m ranger fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. The 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The 3m continues to monitor their complaints to confirm the effectiveness of the change made. The reported lot number would not have been subject to the solvent improvement. Cause of the event is as noted above regarding new material. End of report.

Event description:
It was alleged that a 3m ranger high flow blood/fluid disposable set leaked at the y connector. No patient injury was reported. The type of fluid being used (blood/saline) was not specified.